Manufacturer narrative:
(B)(4). Initial reporter - address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection was performed. During testing, the device was unable to power on. The cause of the condition was determined to be a damaged power supply. To correct this condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump "presented a damage upon the start." It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.